Event description:
It was reported that during a gastric bypass the surgeon was transecting the final portion (at angle of hiss) and the cartridge contained no staples. Therefore, the knife cut the stomach with no staples. In repair of this, the spleen was damaged and removed. The procedure was converted to open and received a splenectomy. The patient is fine at this time.